Event description:
The customer reported that the real time data for one specific patient was not displayed on the customers central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.